Manufacturer narrative:
Event date: exact date unknown, event occurred a year prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7072578/7072742.

Event description:
It was reported that the ipg site was uncomfortable. The patient also noted that the stimulation was causing increased pain and discomfort. No device malfunction was suspected. The patient underwent an explant procedure and the explanted device was not returned.